Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9676, batch 022239, was received for investigation. The visual evaluation revealed heavy scratches and lines in the outside diameter and scratches along the shaft. Both devices arrived separately for investigation. The observed condition is most likely due to heavy use. During the functional testing with the ar-9597-20 part from batch 37222223, resistance was encountered when trying to insert the ar-9676. The observed condition is most likely caused by overheating during use, which can be attributed to the age or extensive use of the device.

Event description:
On 05/28/2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamerwas off angle and caught the inside of the ar-9597-20 angled reamer sleeve and bent it. This occurred during a case with no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.